Manufacturer narrative:
* Order made to replace this probe. No stock at the moment. Request to * accelerate the replenishment made to logistics due to this psi. Country rfa, provided via pqif complaint form: france.

Event description:
This complaint ticket is being migrated from gsms (pm00376703 , date complaint created: 03/14/2024) to smartsolve as a part of the gsms sunset project (gsms shuts down on 01-oct-2024). The investigation will be completed and documented in the smartsolve complaint ticket. * good morning, * the 6c1 probe of this ultrasound system has electrical insulation * problems. In fact, patients feel tingling coming from this probe during * ultrasounds. * the probe membrane appears porous. * the 6c1 probe has the reference: 10135941 and the serial number: (B)(6). * we have placed an order to replace this one.